Manufacturer narrative:
Initial report should indicate (B)(6) 2016. The complaint device was not returned; therefore no physical examination could be performed. The lot number of the device is not known; accordingly a review of the device history record could not be conducted. Based on the information provided, no product returned, and the results of our investigation; a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
Information was provided by the patient's wife that after placement of a cook jejunal feeding tube on (B)(6) 2016, of unknown lot or reference part number (rpn), the patient felt excruciating pain at the stoma site. The patient did not have abdominal distension but was passing gas. The wife was instructed to take the patient to the emergency room for evaluation. No additional information has been provided at this time.